Event description:
The manufacturer received information alleging an oxygen concentrator shut down intermittently. The patient was admitted to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported that an oxygen concentrator allegedly shut down intermittently. The patient was admitted to the hospital. The device was returned to the manufacturer's product investigation laboratory for investigation. The customer's complaint of the device shutting down was not confirmed. The device was tested and was found to operate and alarm to design specifications.